Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the cbc six channel preamp and associated aperture block. (B)(4).

Event description:
Customer reported a low shift for the mean cell volume (mcv) and hematocrit test results for quality control (qc) samples when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.